Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00135 through 3003853072-2021-00144.

Event description:
It was reported ten blockers stripped intra-operatively. They were removed and replaced to complete the procedure without patient impacts. This is report five of ten for this event.

Event description:
It was reported ten blockers stripped intra-operatively. They were removed and replaced to complete the procedure without patient impacts. This is report five of ten for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed that each blocker had stripped threads and screw drives. The threads particularly had heavy material damage. Potential cause: a definitive root cause cannot be determined with the information provided. This event could be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.